Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their hospital could not get wlan to work correctly so they switched to hardwire. When they switched to hardwire the central nurse's station (cns) had multiple instances of going into the blue screen. No harm or injury was reported. Patient monitoring stopped on the cns. They had to hard reboot the cns for it to come back into patient monitoring.

Event description:
The customer reported that their hospital could not get wlan to work correctly so they switched to hardwire. When they switched to hardwire the central nurse's station (cns) had multiple instances of going into the blue screen. No harm or injury was reported. Patient monitoring stopped on the cns. They had to hard reboot the cns for it to come back into patient monitoring.

Manufacturer narrative:
Complaint details: on (B)(6) 2021, the customer at (B)(6) reported the following issue with pu-621ra; (B)(6), from patient monitoring: when the cns was connected to the hospital network via hardwire, it would display blue screen. Investigation summary: the root cause of the issue was determined to be lack of user knowledge regarding network setting when the cns is connected via hardwire to the network. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused due to improper user settings and not nk device deficiency/malfunction. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration date d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4. G3. G6 h2. H6. H10.